Manufacturer narrative:
(B) (4).

Event description:
It was reported that the patient experienced recharging issues; the recharger was replaced. Additionally, therapy did not reach the feet and toes effectively; the system was explanted and replaced with another manufacturer's device. The patient was improving.